Manufacturer narrative:
The local representative contacted technical services to report that this device triggered elective replacement indicator (eri). The monitoring voltage was 2.68 volts and was associated with a charge time of 21.8 seconds. Technical services discussed the subpectoral implant advisory ((B)(4) 2008) and that labeled follow-up is 3 months monitoring and 10 maximum shocks once eri is declared. The local representative commented that patient, who is a bus driver, would like to wait until end of school year to get the device replaced. Boston scientific crm received information that this local representative contacted latitude customer support and was informed that this device triggered end-of-life (eol). The monitoring voltage was 2.67 volts and was associated with a charge time of 30.2 seconds. Additionally, the local representative and clinic were notified that this patient's latitude system detected a red alert (device battery has reached end of life (eol) ). Subsequently, the local representative contacted technical services again to report that this device had already triggered eol. The monitoring voltage was now 2.52 volts and wanted to know if the device could still be interrogated and if lead diagnostics could be performed. The local representative was informed that these tasks could be performed as long as the device does not trigger eol by voltage. The available information suggests that this device remains in-service. The event will be reopened if additional information is received and/or the device is returned for laboratory testing. The device was explanted. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific crm received information that this patient contacted technical services to report beeping tones from the device. The patient informed technical services that the device was not in close proximity to a magnet. Technical services discussed the frequency and pattern of tones that the device will generate. Technical services recommended that the patient contact the physician to discuss further. Additional information was recently received that this device had been explanted and replaced with a competitor device. No other information could be obtained about the replacement procedure as the replacement was reported by a the patient's former physician. No adverse patient effects were reported.